Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the distal tip of the received device was damaged and the wire presents kinks along the body. The visual inspection was performed and the device presents a fracture at 183cm from the proximal and a kink at 86.5cm from the proximal end. All outer diameter measurements are within the specifications. External analysis was performed to determine the fracture mode. The failure occurred due to a tension overload, with a torsional final moment. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedure factors. (B)(4).

Event description:
It was reported that during a posterior tibial artery intervention, a guidewire fracture occurred. The device lost 2 cm of its tip into the posterior tibial artery. The part of the device will not be removed from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a posterior tibial artery intervention, a guidewire fracture occurred. The device lost 2 cm of its tip into the posterior tibial artery. The part of the device will not be removed from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.